Manufacturer narrative:
Retainer ring = black customer complained about the unit having failed batt test alarms and crack at the battery tube area on event date of (B)(6) 2021. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms/alerts/anomalies noted during testing or in the history/trace files. Failed batt test alarm was noted on 09/28/2021 15:13:53:000 in the history/trace file but was not unexpected. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads, corrosion on battery tube and scratched case. Unit was cut open with no anomalies noted on the electronics. Unit was not confirmed for any unexpected failed batt test alarms or battery alarms/alerts/anomalies. Unit passed required testing. Confirmed or crack case at belt clip rail corner. Moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump crack at the back of the pump extending to the battery compartment area and battery failed alarm. Customer stated that insulin pump had neither been bumped nor dropped. Customer was assisted with troubleshooting. Customer stated that insulin pump alarmed battery failed alarm after changing new battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.